Event description:
The account alleged the bed had a self-run of the bed up function. No injury reported.

Manufacturer narrative:
The service technician found that the user control module board was damaged. The technician replaced the user control module board to resolve the issue.